Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient¿s pump was explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 1.998 mg and bupivacaine 5.0 mg/ml at 0.990 mg/day via an implantable pump for unknown indications for use. It was reported that the patient reported severe pain in neck and down their left arm after surgery. The patient went to hospital emergency room (ER) for observation but was not admitted and sent home. It was further reported that the patient saw an hcp on (B)(6) 2023 and the hcp reported that the wound culture of pump pocket was positive for staphylococcus aureus. The patient was awaiting infectious disease report to determine if there was any methicillin-resistant staphylococcus aureus (mrsa). The hcp would await results to determine if pump would need to be explanted due to infection. It was unknown if any environmental/external/patient factors may have led or contributed to the issue and no diagnostics/troubleshooting or actions/interventions were taken. No surgical intervention occurred and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's medical history and weight was asked but unknown. Additional information received from the company representative reported that the test for methicillin-resistant staphylococcus aureus came back negative. No surgical intervention was performed and it was not planned. The patient will receive antibiotics to resolve the issue.